Event description:
New packaging of lap sponges is very confusing and has the potential to contribute to liability issues. As noted at the top, the "quality" states "one." When opening the package, there are actually 2 sponges folded together. There is a great potential for sponge count discrepancies during procedures (especially emergencies).